Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image flickered when the cable was moved around. Damaged coupler that does not rotate properly. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the hd autoclavable camera head produced bad image quality. There were no reports of patient harm. There is no further information given by the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the video function did not function properly due to partial disconnection of the cable, and image flickering occurred. The cause of the disconnection of the cable could not be identified. Olympus will continue to monitor field performance for this device.